Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump's keypad was loose. The customer's blood glucose level was 4.7 mmol/l at the time of the incident. It was reported that the insulin pump had to attach the keypad with a duck tape but it did not help. It was indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit was received with intermittent response from all buttons due to peeling keypad overlay. Unit was received with connector at printed circuit board properly connected. No damage or moisture damage on keypad assembly noted. Unit passed self-test and displacement test. Unit was received missing display window cover, minor scratches on case, faded serial number label, cracked retainer and minor scratches on lcd window.